Manufacturer narrative:
On (B)(6) 2021, mentor became aware that h3. Device evaluated by manufacturer? Field was erroneously omitted in follow up report 1. Please see corrected data section for correction. Manufacturer¿s reference number: (B)(4), h3. Device evaluated by manufacturer. Field has been updated.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient also experienced right sided capsular contracture baker grade unknown and left sided bottoming out post procedure. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade unknown. Also on (B)(6) 2021 the mentor failure analysis lab received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient developed capsular contracture and experienced a rupture in the sm mpp gel 550cc breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 550cc breast implant was found to be ruptured. The device was received in three (3) parts. Microscopic examination was performed and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent primary breast augmentation surgery with a 550cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient underwent removal and replacement with a 650cc mentor memorygel breast implant on (B)(6) 2021.